Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and multiple fractures. Small fragments were not returned. Gouge marks and dents were noted which is indicative of repeated use. Device history records were reviewed and no discrepancies were found. Previous corrective and preventive action investigation into this issue determined that the likely root cause for these provisional fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the provisional construct for all persona users on file at the time of the field notice. Additionally, provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional fractured.